Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one to one and half hours after starting continuous renal replacement therapy with a prismaflex set, the nurse observed the blue (return) line of the set disconnected which resulted in an external blood leakage. It was further reported "the incident was detected following the sudden drop in the patient's constants". The patient received a transfusion of 3 pfcs (fresh frozen plasma), 1 platelet bag, 3 red blood cells units and norepinephrine was administered. It was reported that the patient's condition improves on "d+1". No additional information is available.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H11: the actual device was not available; however, one (1) companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Air leak testing was performed and no leak was observed. The companion sample was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.